Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/09/2017 with the following findings: there were pump reboot events observed in the black box history. The pump was exercised for 24 hours with no power interruptions observed. When the pump was opened moisture was found on the internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.